Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of an unspecified assess site was attempted with a prostyle device after an unknown procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received: it was reported that the cuff miss occurred during suture placement in the right common femoral artery via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two new prostyle devices were successfully pre-placed. The sheath size remained a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.